Event description:
On (B)(6) 2014, the reporter contacted lifescan canada, alleging inaccurate results. A reading of 15.1mmol/l was obtained using the subject meter, compared to a result of 8mmol/l using another (ultra) meter. The time inbetween the results is unconfirmed. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.